Event description:
It was reported that the patient experienced intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the device was not functioning. Surgery to explant, the patient's device is to be scheduled.